Manufacturer narrative:
A ge service representative performed an on site investigation. The ps1 p2 connector was reseated. The system was then found to be operating as intended.

Event description:
The customer reported that the system went down during an exam. The exam had to be completed with an alternate system. There is no report of patient injury associated with this event.